Event description:
During an in clinic follow up, a loss of capture and oversensing due to noise resulting in pacing inhibition was observed on the right ventricular (rv) lead. Oversensing due to noise and inappropriate mode switching were observed on the right atrial (ra) lead. Provocative testing and diagnostic imaging was performed and no anomalies were observed. Rv and ra lead damage was suspected. It was noted the patient had experienced syncope previously. Technical support was contacted and suspected myopotential oversensing on both leads as well and noted high pacing impedance on the rv lead. Technical support recommended lead replacement. No intervention has been performed at this time. The patient was stable.